Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an error 5 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). The patient does not take any oral medication and/or insulin to manage her diabetes. According to the csr's documentation, on (B)(6) 2011, the patient exercised (time unspecified) in response to the reported meter issue. As a result of the alleged issue, the patient claimed she experienced symptoms of sweating and felt nervous at an unspecified time later. The patient, however, denied receiving any medical intervention following the alleged product issue. It is not known how long the patient's reported symptoms continued on for, it is not known if the patient associated her symptom with a high or low blood glucose, and it is not known if the patient's alleged symptom occurred after exercising. During troubleshooting, the csr noted the patient did not have the subject meter set to the correct code number (per owner's booklet recommendation). The csr guided the patient though a retest and the alleged issue was resolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k062195.